Event description:
It was reported that the compressor had a blown fuse. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the compressor has been requested, which is handled by a distributor. No further information regarding part replacement has been received. Information about the current status of the compressor has not been provided. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The exact root cause in this event has not been determined.